Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0339218, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was loosely held in the cannon of the hub. It was also visible that there were trace amounts of adhesive present. Therefore, based off the provided photo the engineer was able to verify the reported defect. A possible cause for this would be a failure to apply enough adhesive during the needle bonding phase. To perform a more thorough investigation a physical sample would be required for investigation to determine the exact cause of the defect. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that bd insyte 22ga x 1.0in had the needle detach. The following information was provided by the initial reporter: " the needle detaches from the plastic body of the insyte 22 catheter. "